Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the rigid video laparoscope exhibited flickering image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Additionally, damaged fiber bonding in the outer tube area and broken light guide bundle of the insertion section because of which the light transmission was not given or too low was found reportable during investigation. Based on the additional investigation findings, it is likely that for additional findings damaged fiber bonding in the outer tube area and broken light guide bundle of the insertion section because of which the light transmission was not given or too low, cause traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.